Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and high out-of-range pace impedance measurements. Subsequently, this rv lead was surgically abandoned and replaced. Visual inspection during fluoroscopy revealed that the lead was fractured at the subclavian clavicle intersection. No additional adverse patient effects were reported.